Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic'), fallopian tube perforation ('perforation (fallopian tubes)') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included multigravida and parity 2 ((B)(6) 1990, (B)(6) 1992). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced fallopian tube perforation (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), anaemia ("anemia"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and underwent endometrial ablation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, endometrial ablation, vaginal discharge, anaemia, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anaemia, bladder disorder, ectopic pregnancy with contraceptive device, endometrial ablation, fallopian tube perforation, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2008 and (B)(6) 2018 and (B)(6) 2009. Discrepant information was reported regarding the date of ectopic pregnancy ((B)(6) 2003). Another episode of pregnancies (complications and miscarriage) were captured under cases (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: plaintiff fact sheet received. Events per pfs: perforation (fallopian tubes), anemia, ablation, bladder problems, urinary problems, vaginal discharge and essure confirmation test not done. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic'), fallopian tube perforation ('perforation (fallopian tubes)') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included multigravida and parity 2 ((B)(6) 1990, (B)(6) 1992). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced fallopian tube perforation (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), anaemia ("anemia"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and underwent endometrial ablation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, endometrial ablation, vaginal discharge, anaemia, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anaemia, bladder disorder, ectopic pregnancy with contraceptive device, endometrial ablation, fallopian tube perforation, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008 and (B)(6) 2018 and (B)(6) 2009. Discrepant information was reported regarding the date of ectopic pregnancy ((B)(6) 2003). Another episode of pregnancies (complications and miscarriage) were captured under cases (B)(4) and (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2008 and (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events: pregnancy: ectopic, device ineffective. Reporter information, date of birth were added. Essure insertion date were updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.